Event description:
The complainant reported bleed involving an impella cp pump. Left femoral artery (lfa) was accessed using best practices. During patient implantation of the pump, the medical doctor had trouble advancing, due to calcium, plus tortuous anatomy. Long and short sheath were used and then the physician used a fast catheter to pre dilate. They were able to insert the 14 french short sheath in. The patients hemoglobin dropped to 6.1, along with blood pressure¿s in the 50¿s. A bleed was suspected. Four units of blood were rapidly transfused. The impella was removed and balloon tamponade was applied to the lfa. Hemostasis was achieved through that along with a perclose and manual pressure. The procedural outcome was the patient survived surgery. The patient survived the explant.

Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details provided. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.